Manufacturer narrative:
Customer technical support (cts) recommended the use of personal protective equipment before troubleshooting and instructed the customer to remove the cap piercer cover and check the waste and wash tubing. The customer did not note any issues. Cts informed the customer that the piercer leak when the blade is washed and advised the customer to disable the piercer and pop the caps on samples. On (B)(4) 2011, a bci field service engineer (fse) found wash solution coming out cap piercer block and v3 is not operating properly. No blockage in tubing was noted. On (B)(4)-2011, fse replaced defective valve and that resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) to report the presence of excess liquid on top of some capped samples. No injury was reported.